Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 4326476. The review did not reveal any possible non-conformances which could have contributed to this reported incident. To aid in the investigation of this issue, two (2) picture samples and one (1) physical sample were returned for evaluation by our quality team. The sample was inspected for damage that may have resulted in leakage causing an underfill. As there was no damage evident to the syringe during the evaluation; the exact cause for this incident could not be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-xs / sf had low fill solution. The following information was provided by the initial reporter: syringe only half full upon opening. Please see pictures. Before use.